Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter states that all the keypad buttons are intermittently unresponsive and that she must press them multiple times to get them to respond which reporter states makes it very difficult to deliver boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 10/04/2013-device evaluation:the pump has been returned and evaluated by product analysis on 09/16/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. No damage to the rubber keypad was observed. All keypad buttons responded properly; no corrosion was observed to the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defect. Investigation revealed that the buttons were responding intermittently to presses with no observable damage to the keypad. Upon removal of the rubber keypad, contamination was observed under all the button contacts.